Event description:
As the case was being opened and set up for the surgical procedure, the scrub nurse discovered a reddish looking substance on the suction tubing and showed it to me. After talking with the charge nurse and our ctl we agreed that since we were uncertain of the origin of the substance then the sterility was compromised. We then began breaking down the sterile table and discarding every single item that had been opened onto the sterile field. A new vascular pack and all new instruments were set up on the new sterile field. The patient was brought into the room during this process. Packing list and suction tubing saved for quality. Three photos included.